Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodgement occurred. The de novo target lesion location was not provided but was characterized as moderately tortuous and moderately calcified. The lesion was not pre-dilated prior to attempting to deploy an unspecified taxus liberte' stent. Prior to deployment, the stent came off the delivery balloon inside the pt. The physician advanced a maverick 1.5mm balloon through the free-floating stent and dilated the balloon to place the stent in its originally intended location. The stent was then post-dilated with a larger quantum maverick balloon. The physician commented that the contributing factors to the event were the severity of vessel calcification and tortuousity. No pt complications were reported. Add'l info was requested however, but no further info is available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. If there is any further relevant info rec'd, a supplemental medwatch will be filed. (B)(4).